Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational contex as device performance was limited due to anatomical procedural factors.

Event description:
Sonoma clinical study. Same case as 2134265-2009-02631. Same patient as mfg# 2134265-2008-01799. It was reported that following a carotid artery stenting procedure, the patient experienced restenosis. The target lesion was located in ostium of the left internal carotid artery with 90% stenosis and was 20 mm long with a 5.0 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. It was noted that the patient moved or swallowed after delivery and the stent migrated. This was treated with placement of an additional 4-9 x 30 mm nexstent. The stent migration was reported as a device malfunction. Following post dilatation, residual stenosis was 0%. It was noted that this was not associated with an adverse event. The patient was discharged 3 days later. At 335 days post index procedure, the patient was seen for a 12-month follow-up visit. Nih stroke scale at this time was 0. The patient had a required 12-month ultrasound that noted a 69% target lesion stenosis (ostium of the left internal carotid artery). Carotid duplex scan revealed a patent stent with a diameter stenosis between 50-69%. Per core lab ultrasound report the stent was patent. The patient was asymptomatic and no action was taken.